Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 144 ohms. The impedance were around 140 ohms six months ago and have been stable. The health care professional (hcp) will be further discussing with the cardiologist. This rv lead remains in service. No adverse patient effects were reported.